Event description:
The patient contacted animas on (B)(6) 2012 reporting that the patient was swimming all day and the pump lost power. The reporter stated there were bubbles behind the lens cover. The reporter confirmed that there were no cracks in the pump casing and the battery cap was not damaged. This report is made based on the allegation of the power issue.

Manufacturer narrative:
Follow-up date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that there was no moisture corrosion visible in the battery compartment. Evaluation revealed there was moisture corrosion in the pump compartment. The pump was unresponsive due to moisture in the pump. There was no damage to the battery cap or battery compartment. A battery cap functional test was performed and no battery cap connection defects were observed. The battery cap contact height was found to be above specifications and the battery cap contact width was found to be in specifications. The 24 hour test was not performed due to moisture in the pump. Evaluation revealed that the keypad rubber was torn by the down arrow and ok keypad buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. There was evidence of keypad contamination found under key contacts. The cover was removed on the audio bolus button and it was found that the internal plug contact was misaligned.